Manufacturer narrative:
(B)(4). Customer has indicated that the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the initial total hip arthroplasty, while screwing cup onto inserter handle, the connecting screw fractured. The event occurred on the back table and there was no patient involvement. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The reported device was returned for review. Visual inspection confirmed the proximal end of the shaft to be fractured. Two sides of the hex feature have fractured from the device. The fractured portion was not returned. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.